Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to micro dislodgement. There were no symptoms and complications presented during the clinic checked up. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.